Manufacturer narrative:
The monitor and electrode belt were returned to the distributor. The distributor downloaded the software flag files for zoll manufacturing to review, in accordance with procedures recommended by zoll manufacturing. The distributor did not indicate a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2021. Review of the download data, indicates the patient received three appropriate treatments and one inappropriate treatment in response to double counting and CPR/motion artifact. At 15:39:35, the patient's rhythm was vf with CPR/motion artifact. At 15:40:48, the patient received the first appropriate treatment. The patient's rhythm at the time of the treatment event was vf with CPR/motion artifact. The patient's post-shock rhythm was asystole for 22 seconds transitioning idioventricular rhythm at 80 bpm and motion artifact. At 15:42:21, the patient received the second appropriate treatment. The patient's rhythm at the time of the treatment event was vf with CPR/motion artifact. The patient's post-shock rhythm was an idioventricular rhythm from 20-90 bpm. At 15:44:32, the patient received the third appropriate treatment. The patient's rhythm at the time of the treatment event was vf with CPR/motion artifact. The patient's post-shock rhythm was asystole for 35 seconds transitioning back to idioventricular rhythm at 50 bpm. At 15:47:21, the patient received an inappropriate treatment. The patient's rhythm at the time of the treatment event was idioventricular rhythm at 30 bpm with tall t waves. The patient's post-shock rhythm was asystole with intermittent cardiac activity. The electrode belt was disconnected at 15:51:19. The patient passed away on 12/01/2021 at approximately 04:30 pm. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.